Event description:
It was reported via voluntary medwatch that high pacing impedance was noted on the right ventricular (rv) lead. Programming changes were discussed and monitor the rv lead.

Manufacturer narrative:
Voluntary medwatch received mw5155502.